Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation anomalies with this inflatable penile prosthesis (ipp). The physician tried to inflate the device in clinic and it would not pump; device replacement was planned. During the replacement surgery, it was found that both cylinders had ruptured causing the system to drain of all saline solution. The entire device was removed and replaced with a new ipp system. There were no reported patient complications.